Event description:
A universal femoral nail was implanted into the patient. The date and surgeon who performed the implantation are unknown. On september 17, 1998, implant breakage was noted. On september 19, 1998, the implant was removed.